Event description:
It was reported that there was high threshold on the left ventricular lead and that the device had been replaced. The lead remains in use. No patient complications have been reported as a result of this event. It was also reported that the device reached the recommended replacement time (rrt) in less than 2 years. The device was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high threshold on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.